Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted technical support to report that the right screen on the surgeon side console (ssc) went blank. The csr requested a system log review and the technical support engineer (tse) instructed the following actions: reseat the endoscope, use another endoscope, power cycle the system, and attempt 2d vision. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: b1, h1, h2, annex codes: e, f, b. Additional information: the event occurred during a da vinci-assisted right hemicolectomy procedure. As a result of the right screen on the surgeon side console (ssc) going blank, the surgeon elected to convert the surgical procedure to open surgery. The system was inspected prior to the procedure, and there was no damage or abnormalities noted. The reported issue caused a surgical procedure delay of 15-20 minutes. A review of the site's system logs for the reported procedure date was completed. Investigation revealed a number of possibly related system errors.

Manufacturer narrative:
Updated sections: d9, h3, annex codes: g, b, c, d device evaluation: intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) monitor for failure analysis (fa) and was able to confirm and replicate the customer-reported issue that the surgeon side console (ssc) right screen went blank. A log review found no data to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed and tested on the printed circuit assembly (pca) test system. When powered on, a blank screen displayed multiple vertical lines on the left and middle of the screen.

Event description:
Refer to h11 for follow-up information.